Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that his daughter's insulin pump alarmed no delivery. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the no delivery alarm. Insulin was able to be pushed through the tubing via plunger push. However, the insulin pump was rewound and when the manual prime process was initiated the device alarmed no delivery. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump was returned and replaced.